Event description:
It was reported that physician is currently interrogating patient's implantable neurostimulator (ins) and is seeing an error message: configuration not verified. Caller do not know the app version. Caller reports physician is using the up to date app version. Caller is not with physician. Caller reports physician cannot bypass the message. Reviewed configuration is not set up correctly. Suggest deleting the configuration and starting over again suggest swapping the lead. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.